Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the position of the hole in the sleeve was different from usual; therefore, there was difficulty in performing the procedure. The procedure was completed without product replacement. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record (DHR) shows the product was released per specifications. The used infusion sleeve holes were visually inspected and no obvious defects were found. The two side irrigation holes were aligned 180 degrees opposite each other. A fit test was performed by inserting the sleeve onto a compatible handpiece; full engagement onto to the handpiece was successful with no anomalies observed. Dimensional analysis was performed to measure for inner diameter of the sleeve, the sample met specifications. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).